Manufacturer narrative:
The tracker-18 hf catheter was returned wrapped around itself in a generic pouch. There were several portions of crushed tubing and delamination along the proximal and mid shafts, and some kinks on the distal shaft. During the investigation it was confirmed that a segment approximately 3 mm long of the distal shaft with the distal marker was missing, it detached with circumferential fracture. The shaft was pinched at the site of the fracture as if it had been compressed by a sharp instrument. From the condition of the returned product, it appeared that the tracker-18 hf catheter was introduced into the guiding catheter through a stopcock. It has been observed that the lumen of the stopcocks is very sharp and when the stopcock is accidentally closed during the procedure, the edges act like scissors and can cut a micro catheter. Per labeling instructions. "Caution: carefully read all instructions prior to use. Observe all warnings and precautions noted throughout these and other intructions relevant to procedure. Failure to do so may result in complications." "The recommended flush set up, as illustrated, requires two stopcocks and two rotating homeostatic valves (tuohy-borst type); the rotating homeostatic valves provide a fluid tight seal and are attached to the guiding catheter and fastracker catheter. The stopcocks attach to the rotating homeostatic valves sidearms which become infusion ports for appropriate flush or contrast media injection." Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to co without co's independent verification as to its accuracy, completeness, or causal relationship to the product.

Event description:
It was reported to target that the marker of the catheter was invisible under fluoroscopy. The distal end of the catheter appered to be cut. This occurrence had no impact on the patient's health.